Event description:
It was reported that a competitor's atrial lead became jammed in the connector of pulse generator the lead could not be removed. The pulse generator was not used and replaced with a new device.

Manufacturer narrative:
(B)(4).